Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a hysterectomy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation due to stress urinary incontinence. It was reported that post implantation patient experienced pain, erosion, extrusion, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent the following revisionary procedures: (B)(6) 2010¿ revision of vaginal mesh due to erosion; (B)(6) 2012- revision of exposed mesh and hysterectomy; (B)(6) 2012¿ cystoscopy, left ureteroscopy, left ureteral stent insertion and transurethral resection of bladder lesion. (B)(4) ¿ extrusion; recurrence; dyspareunia; urinary problems.